Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope cable is broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6, h11. Corrected fields: b3, d3 - address 1, d3 - city, d4 - lot #, d4 - expiration date null, d5, d6a, d6b, d7a, d8, d9, d10, g1 contact office address 1. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight damage to the light flux of the insertion part. Based on the results of the investigation, it is likely the following led to the malfunction: that the cable was damaged by the force of being pulled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for a therapeutic single-port laparoscopic procedure, which was completed with a similar device.